Event description:
A report was received that the patient underwent an explant procedure due to infection. Antibiotics were prescribed. Infection was not device related.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm. Model#: sc-2218-70, serial#: (B)(4), description: linear st lead, 70cm. Model#: sc-4316, lot #: 15385225, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.